Manufacturer narrative:
No device, no medical records and no images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was successfully deployed, the reason for the filter deployment was not provided. Allegedly, the patient experienced pe and dvt post filter deployment. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for pe after implantation. Based upon the available information, the definitive root cause is unknown. Labeling review: snf: the current IFU (instructions for use) states: potential complications: - recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means. G2/g2 express/g2x:. The current IFU (instructions for use) states: potential complications: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated to the lumbar body. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b5,b7,d4(expiry date: 07/2011),g3,g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and six months post filter deployment, patient presented with chest pain and shortness of breath. Subsequent, computed tomography revealed filling defects in the right lower lobe pulmonary artery as well as multiple segmental and sub segmental pulmonary arterial branches of the right lower lobe consistent with acute pulmonary emboli. A computed tomography (CT) abdomen and pelvis was performed and it revealed large thrombus in the inferior vena cava, starting 2 cm cranial to the filter, extending inferiorly and filling and expanding the inferior vena cava, common iliac, internal iliac and external iliac veins bilaterally. Approximately two years later, computed tomography revealed the filter was noted with the anchoring legs at l3. It was angled approximately 21-degrees counter clockwise. Several the anterior anchoring legs are clumped and not fully deployed. The tips of several of the anchoring legs are located outside the inferior vena cava. 1 medial leg was located along the anterior wall of the abdominal aorta at 12 o'clock. It extends more anterior and was in contact with a loop of small bowel. A posteriorly anchoring leg was located in the soft tissues between the psoas muscle and the adjacent vertebral body. A small amount of soft tissue density between the inferior vena cava and vertebral body suggests hemorrhage. 2 tips of the anchoring legs on the right side have penetrated just outside the margins of the inferior vena cava. Addendum to the same reports was also reviewed and it revealed that the filter tip was 4.3cm below the renal veins. The filter itself was angled 14-degrees to the right and with the tip abutting the right lateral wall of the inferior vena cava. There are 2 fractured and displaced struts. The 1st of these was posterior, located immediately anterior to the spine extending from the disc level above to the mid vertebral body level of l3. The second fractured and displaced strut was oriented transversely and lies anterior to both the inferior vena cava and the aorta and maximum distance from the inferior vena cava of 12mm. Most of the intact struts perforate the inferior vena cava. There are 3 left anterior struts that come into very proximity to the anterior margin of the aorta, the most inferior to these (which was also the fractured 2nd strut described above) 12 away from the inferior vena cava, next highest extending a maximum of 9mm away from the inferior vena cava and superior most extending a maximum of 12mm from the inferior vena cava. The anterior most strut perforating the inferior vena cava was in close proximity to the duodenum, not distinctly perforating at, only 3mm from the inferior vena cava. The right posterolateral most strut extends between the spine and right psoas muscle, up to 25mm from the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter limb detachment and partial deployment. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment and thrombus above the filter. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 07/2011). H11: h6 (result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis / pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated the lumbar body. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with post implant pulmonary embolism; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged pe after implantation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure.

Event description:
It was reported that a vena cava filter was successfully deployed, the reason for the filter deployment was not provided. Allegedly, the patient experienced pe and dvt post filter deployment. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.